Manufacturer narrative:
(B)(4).

Event description:
It was reported that inner shaft detachment occurred. The target lesion was located in the external iliac artery. A 7x40x120 epic vascular stent was advanced to treat the lesion. Following stent deployment, while removing the stent delivery balloon catheter from the patient, the inner lumen of the delivery catheter separated from the stent catheter itself. The physician got everything out. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an epic stent delivery system (sds). There was blood on the handle and inside the shaft. The inner shaft was completely separated from the epic sds. There were numerous kinks throughout the inner and outer shafts. The handle was opened up to analyze the components and the inner bond. Microscopic inspection of the handle components and inner shaft revealed that the inner shaft was appropriately bonded to the female luer. The inner shaft had over 2mm of residual adhesive on the proximal end which is within specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that inner shaft detachment occurred. The target lesion was located in the external iliac artery. A 7x40x120 epic¿ vascular stent was advanced to treat the lesion. Following stent deployment, while removing the stent delivery balloon catheter from the patient, the inner lumen of the delivery catheter separated from the stent catheter itself. The physician got everything out. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.